Event description:
Patient was draped and cautery seitzinger was placed on drape with cautery tip at opening on the drape over abdomen. Seitzinger was connected to cautery unit and it activated immediately leaving 2 second degree burns on abdomen. Bipolar foot pedal was not deployed at the time of the event. Burn was the size of cautery tip and was treated with bacitracin ointment and dressed with a bandaid.